Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigation confirmed the customer's reported complaint. Failure analysis found the primary failure of the broken input disk to be related to the customer's reported complaint. The medium-large clip applier instrument was found to have a broken input disk, with input disk #6 completely detached from the base of the housing. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, potentially causing the input disk to break and separate from the instrument. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the date the instrument was last used according to log is the correct date of the event. The instrument was inspected prior with no noted damage. The issue was the clip applier instrument would not close the clip onto the vessel/tissue bundle at the time it was used. There was no harm or injury to the patient. The site used the recommended clip according to the IFU. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The surgeon obtained another clip applier instrument to resolve the issue.